Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune tibial insert fracture. Revision for knee instability.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a 2-hour surgical delay. The instability was due to polyethylene fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to the metallurgy research lab for evaluation. Review of the received device confirmed the reported fracture. No evidence was found of product error as a contributing factor to the breakage and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: product code 151630605, work order 8233227 was manufactured on 06 jan 2016. 17 parts were manufactured per specification and all raw materials met specification. One part from this lot was scrapped. Scrap code a001 concerns black spot/imbedded particle. There is no correlation between this scrap reason and the failure mode of the complaint. There was no material reprocessing reports (mrr) associated with this lot. One non-conformance associated with this lot was found. Nr-0102929 is related to batches found to have a patella relief surface finish which was over specification. There is no correlation between this non-conformance and the failure mode of the complaint. See full report for details. H10 additional narrative: added: h6 (investigation conclusions). H6 investigation conclusions code: appropriate term/code not available (d17) used to capture cause cannot be traced to device (d10).